Event description:
It was reported that during the implant procedure, when attempting to insert the right ventricular lead into the ventricular port of the pulse generator, the lead pin would not progress past the setscrew on the header block. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the connector boot adjacent to the second set of sealing rings was measured and found to be out of specification.